Event description:
This male pt unk age and weight underwent coil embolization for ccf (carotid cavernous sinus fistula). During prep, very small air bubbles remained in the hub after the coil delivery systems were air purged. Same event occurred in succession for the following 637cf0615 coils. Lot: 13317323 (qty: 1, complaint product 1 and lot : 13379174 (qty: 1, complaint product 2). The dcs syringe used for those coils was 635-001, lot: 13464626. The complaint products were not used for the pt. The devices will be returned for analysis with their coils already detached as the physician had demonstrated to his medical students out of the body. The delivery systems only will be returned. Additional information indicated that the dcs syringe was utilized to prep the device. It is unk if the same dcs syringe was utilized to completed the procedure. No other damages were noted on the delivery systems. A dedicated solution was utilized to fill the syringe. The blue area on the syringe gauge was never exceeded. There was no additional information.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is the first of two product used during the same procedure on the same patient, which is associated with mfg report #1058196-2008-00295.